Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected by following the instructions for use (IFU) sections which state: instructions, opeation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a therapeutic procedure, the videoscope image was found to be defective. The intended unknown procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: e216 (scope communication error) occurred due to damage to the imaging unit that was causing no image to be displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additional issues were identified during the device evaluation: due to damage to the charged coupled device unit, the insulation resistance value did not meet the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the bending tube was deformed, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to the deformation of the bending tube, the right and left lever did not move smoothly, due to damage to the forceps elevator lever, the bending section could not be fixed firmly, the adhesive around the objective lens was peeled, the video connector had a crack with a scratch, scratches were found on multiple loaction on the device and the adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.